Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. Guide wire in a plastic hoop was returned for evaluation. An initial visual observation showed a bend in the distal end of the guidewire approximately 1.5 cm proximal to the distal tip. No obvious evidence of use was observed on the returned sample. A microscopic observation revealed the guidewire was kinked at the location of the bend. Both weld tips were observed to be present and intact. No evidence was observed which suggested a root cause to the event. While the exact cause of the bend in the guide wire is unknown, possible causes include damage during packaging, handling, and use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that immediately after opening the package, it was noticed that the guidewire was bent. There was no reported patient involvement. (B)(6) 2019: returned wire is kinked.